Event description:
Information was received from a manufacturer representative regarding a device used for spinal therapy. It was reported that the set screwdriver does not retain broken off set screws anymore. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that for the drivers, both tips broke off. The tips were recovered and thrown away. The provisional driver was very dirty and could not be cleaned. The tube was old and has significant signs of wear from being used.

Manufacturer narrative:
H3: product analysis #706396413:part # 8350393; lot # em10d064 visual and optical inspection confirmed the tip of the driver has broke. Optical inspection revealed a flat fracture surface with circular material flow. This type of damage is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.